Manufacturer narrative:
The insulin pump was pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. No unexpected a64 alarm noted and the insulin pump passed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin pump alarmed failed self test. The blood glucose level was not included in the report. Nothing further was reported.